Event description:
Update rec'd 11/8/2012¿ pfs and medical records received. After review of the medical records the patient actually had ongoing infection and the implants were removed on (B)(6) 2010 and spacers placed so the dor needs to be changed to (B)(6) 2010. The spacers were removed and new implants placed on (B)(6) 2010. There is no new additional information that would affect the existing MDR decision.

Event description:
Litigation alleges that the patient suffers from ongoing infection.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for the b53bg4000 and bc8c74000 lot codes did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges stroke, heart attack, pulmonary embolism and reported that the patient is deceased, reason and date of death were not provided.